Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was not detected on the bus. The field service engineer (fse) opened the back panel, and each half of the drawer was released using the red release buttons. During inspection, the upper half of the drawer was extended, and the rail slides were found to be stiff and not moving freely. Since the rails could not be repaired, the entire drawer was replaced. All cubie pockets containing medication were transferred to the new drawer. The customer logged in and assigned the drawer in the storage space configuration. An inventory check was performed to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred and the drawer was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.